Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure fluctuations in the r wave value were noted on the right ventricular (rv) lead. The lead was repositioned however the physician encountered resistance trying to advance the lead through the guidewire. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.